Event description:
It was reported that the device had screen turned blue when decimal point pressed. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of when decimal point is pressed the screen goes blue was confirmed. ¿ received on 31-mar-2026, pcu device was received unboxed and with paperwork. ¿ a keypad test was performed on asm, and when the decimal point is pressed the screen turned blue due to the retaining clip on the lcd ribbon cable not properly seated. ¿ lcd ribbon cable retaining clip not properly seated. Workmanship at bd manufacturing. ¿ device to be returned to san diego repair center for processing. ¿ noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. ¿ failure investigation report attached to salesforce. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.